Event description:
Event description boston scientific received information that while attempting to gain venous access during the implant of this right ventricular rate/sense lead, the patient's blood pressure decreased and excess blood was noted. A perforation was suspected.